Event description:
It was reported that the prograsp forceps instrument had a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken cable. However for clarification, the nonconformance was a frayed pitch cable. Based on this, the complaint was confirmed. Frayed pitch cable was found at distal clevis hub. No damage was found at the clevis. Frayed segments are in various lengths. Additional observation not reported by the customer was insulation damage of the main tube. Material has been removed and missing. Evidence not conclusive, but damage likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.